Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece for analysis. All tines were intact, and no anomalies were noted. Visual inspection, x-ray examination and, electrical testing were normal with no anomalies found.